Event description:
In 2009, the lay patient contacted lifescan (lfs) alleging that his ot basic meter read inaccurately. The complaint was classified based on the customer care advocate (cca) documentation. The patient said his problems started ten days ago, when he was in the hospital. He said that since that time the inaccuracy of his meter has occasionally caused hem to take more insulin than necessary, and he has developed symptoms of hypoglycemia. The specific meter readings and symptoms were not provided. The patient said he treated himself with oral glucose. The cca noted that the patient cleaned the puncture site incorrectly, which can contribute to inaccurate readings. The patient's products were replaced. This complaint is reported because the patient alleges he received inaccurate reading(s) on the lfs product, he took insulin, and developed symptoms of hypoglycemia. He claims he treated himself with oral glucose.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.